Manufacturer narrative:
(B)(4). Radiographs were received, the device was returned and the event was confirmed. The screws were fractured mid shaft. Explant inspection notes physical findings are consistent with cyclical fatigue. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. The patient reportedly developed adjacent segment generation, suggesting additional instability and possible non-union. Under these circumstances, fatigue failure of implanted constructs may occur. The root cause of this event appears to be related to patient factors.

Event description:
In (B)(6) 2013 patient underwent a three level tlif fusion surgery from l3-s1 with bilateral pedicle screws and rod instrumentation. During the last few months the patient reported pain. X-ray showed two screws were found to be fractured at mid shaft. Revision surgery was performed on (B)(6) 2015 to replace the broken screws. Patient is doing fine post revision surgery.